Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the esophagus to treat a malignant esophageal stricture during an esophageal stenting procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed, and the stent deployment suture was knotted. The stent was removed from the patient partially deployed. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was not fully expanded.

Manufacturer narrative:
Imdrf device code (B)(4). An ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual examination of the returned device found the stent not fully expanded. The shaft was bent and no damages or knots were noted on the deployment suture. Functional examination was performed and the stent was gradually deployed by retracting the finger ring the crocheted suture that binds the stent to the delivery system shaft. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported events and observed failures were likely due to factors encountered during the procedure. It may be that the characteristics of the lesion, how the device was handled and/or the technique used by the user during the deployment of the sent could have resulted in shaft bent, which could have limited the performance of the device and contributed to the reported events and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.